Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained on a vitros 5600 integrated system. A definitive assignable cause for the event was not identified. Although the historical quality control results were lower than expected when compared to the customer¿s established baseline mean and the other vitros valp reagent lot, the results were consistent with the vitros peer data for the biorad fluid, and with standard deviation comparable to both established and peer values. Therefore, the vitros valp reagent did not likely contribute to the event, but cannot be completely ruled out. Although no precision test to assess the performance of the vitros 5600 system was completed, the precision of the historical qc results is consistent across two reagent lots, and over a period of time greater than 30 days, including the day the event was first observed. This indicates the vitros instrument is not a likely contributing factor to the event. The assignable cause of this event is unknown.

Event description:
The customer obtained lower than expected vitros valp quality control results using l3 of non-vitros biorad control, lot 46580, on a vitros 5600 integrated system. Br l3 vitros valp results 87.5 and 90.6 ug/ml versus expected 115.3 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer stated that no patient samples were in question for vitros valp over the time frame of the event, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (b))(4).

Manufacturer narrative:
Our preliminary investigation determined that undetected variability in the release process caused a negative bias. We have implemented interim corrective actions to help prevent future occurrences. The FDA¿s new york district office was notified of this issue on 12 december 2018. Please refer to report#: 1319808-12/12/2018-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).